Event description:
It was reported that during a pretest, injecting sterile water into the foley catheter balloon but the water was unable to remove. Also stated that about 10ml of water was aspirated by syringe and the balloon was deflated completely. The balloon was aspirated by syringe manually.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing and a syringe. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. A potential root cause for this failure could be: incorrect drain former selection, glue from temp sensing assembly, physiological obstruction, patient position, kinked catheter, blocked by clots, etc., tubing design (lumen ID undersized) ,lumen wall thickness undersized, inadequate material selection, lumen collapse foreign matter in lumen, kinked or pinched shaft. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: warnings: 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients: ·patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, injecting sterile water into the foley catheter balloon but the water was unable to remove. Also stated that about 10ml of water was aspirated by syringe and the balloon was deflated completely. The balloon was aspirated by syringe manually.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, injecting sterile water into the foley catheter balloon but the water was unable to remove. Also stated that about 10ml of water was aspirated by syringe and the balloon was deflated completely. The balloon was aspirated by syringe manually.